Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, the manufacturer representative (rep) went to the site to test the imaging system. The user stated that the 3d spin "disappeared". The rep was unable to duplicate this. They looked into the case files, the same patient had three subfolders under their name on the system. They believe this happened because the user rebooted they system during the case and also changed the patient information in during the case. The site was advised to input all patient info before starting the x-ray. A system checkout was performed. The system was ready for use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that the site took a spin of the patient under a 'ghost' name and it transferred normally. In the middle of the case the site  added patient information into the system for another spin and were unable to find the images on the mobile view station (mvs) or have them transfer to the navigation system. The system stated it was transferring images to the navigation system but the images never went over. The stack light on top of the mvs never changed as well. The exams could not be found under either of the patient folders. There was no impact on patient outcome and the issue caused a 5 minute delay. Additional information was received stating that the site tried to find the images under the proper folder. The manufacturer representative could not find the images. The images did not transfer.